Event description:
After the port was inserted, the nurse was not able to aspirate blood. However, the port flushed with ease. 500ml of saline was infused and a cardiac drug was given. After infusing a portion of a unit of blood, the patient had swelling surrounding the port site. The transfusion was discontinued at that site and started in a peripheral site.====================== health professional's impression======================it was removed by the same surgeon. IV dye was used and it showed extravasation so another catheter was inserted. The surgeon was hopeful to only having to manipulate the catheter and possibly saving it and not having to reopen the pocket.